Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that approximately three weeks after implant of the implantable cardiac monitor, the device ¿poked¿ out of the patient¿s skin. The patient applied an adhesive bandage over the site and several days later the bandage fell off and the device fell out of the incision site. The physician cleaned the site, closed the open area with suture, and antibiotic therapy was prescribed for possible infection. A new device will be implanted after the area has healed. No patient complications have been reported as a result of this event.